Manufacturer narrative:
This report is filed april 28, 2014.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown whether the patient was reimplanted with a new device as of the date of this report, (B)(6), 2012. Further information has been requested from the clinic.